Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with spinal stenosis underwent minimally invasive transforaminal lumbar interbody fusion. Intra-op, jaw of pituitary broke off during discectomy. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination confirmed dynamic jaw is broken off at the base of the shaft. The morphology of the fracture is consistent with lateral bend stress overload. After visual and optical evaluation, the observations are consistent with lateral bend stress overload.